Event description:
The device was used during a nissen procedure. Reportedly, the needle broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.